Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available. Evaluation summary - (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) no anomalies found. (B)(4) no anomalies found, defib conductor distorted and cut, all conductors blood/body fluid (not obstructed), outer tubing overlay cosmetic esc, outer insulation breached cut and cosmetic depression, blood in/on helix/lobe mechanism, apparent explant damage. Partial lead in segments returned and analyzed. (B)(4) no anomalies found, all conductors blood/body fluid (not obstructed), outer insulation breached cut, blood in/on helix/lobe mechanism, apparent explant damage. Full lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient died with cause of death pending and unknown if device was suspect in the patient's death. "Stated removed leads and device ok - with 'some shocks'. Device not interrogated after death." The cause of death has been requested and not received. Follow up with clinic reported they did know the patient had died, but had no further information as to cause of death. The patient was pacemaker dependent and had medical history of seizures since childhood. It was later reported there was a potential performance issue with the device.

Event description:
It was reported the patient died with cause of death pending and unknown if device was suspect in the patient's death. "Stated removed leads and device ok - with 'some shocks'. Device not interrogated after death." The cause of death has been requested and not received. Follow up with clinic reported they did know the patient had died, but had no further information as to cause of death. The patient was pacemaker dependent and had medical history of seizures since childhood.